Manufacturer narrative:
Concomitant medical products: the patient's medications include; elavil, norvasc, apple cider vinegar, aspirin, lovenox, lisinopril, lopressor, nucynta, pravachol, neupro, tapentadol, tramadol, vitamin b-12 and warfarin sodium. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder aaa endoprostheses. The trunk-ipsilateral leg component was reportedly advanced into position and deployed without issue. It was reported that the sheath being used was not long enough to reach the contralateral gate of the trunk-ipsilateral leg component due to the patient's reportedly long anatomy. The decision was made to advance the contralateral leg component outside of the sheath in order to position the device within the gate. Reportedly, the physician could not gain access into the contralateral gate as the delivery catheter kept hitting up against the gate. After several failed attempts to cannulate the gate, the physician elected to withdraw the contralateral leg component back into the sheath with the plan of trying to reposition the device for cannulation. Reportedly, as the contralateral limb was being pulled back into the sheath, the device began to prematurely deploy. The decision was made to complete deployment of the device below the gate. The delivery catheter was removed from the patient and discarded at the facility without being visually inspected for damage. The procedure concluded with the implantation of an additional contralateral leg component as a bridge between the trunk-ipsilateral leg component and the contralateral limb. Final angiography showed exclusion of the aneurysm, however, it was noted that the right hypogastric artery had been partially covered, as a result of the contralateral leg component being deployed more distally than intended. It was reported that the patient tolerated the procedure. On (B)(6) 2016, follow-up CT images identified an unspecified artifact located in the descending thoracic aorta and extending distally to the level of the renal arteries. Reportedly, the distal end of the artifact appears to be sitting within the ostium of the left renal artery, with full patency of the artery being confirmed. The artifact is believed to be the leading olive and polyimide guidewire lumen of the contralateral leg component, which appears to have completely separated from the delivery catheter during the initial implant procedure and remained within the patient. The physician has elected to monitor the patient and an intervention is not planned at this time.

Manufacturer narrative:
Date of follow up CT images corrected to (B)(6) 2016. (B)(4).

Event description:
On (B)(6) 2016, follow-up CT images identified an unspecified artifact located in the descending thoracic aorta and extending distally to the level of the renal arteries.